Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was experiencing difficulty when lifting his left arm. The physician wanted to reposition the device due to it being a very lateral implant. After opening the device pocket, the physician observed that there was an infection in the pocket. The physician decided to close the pocket and send the patient to another hospital to have the device and leads explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be updated.